Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the upper panel assembly with gasket. To resolve the issue. The stm also replaced the trainer on-off label, the patient connector label and completed the scheduled pm. The iabp passed all functional and safety tests to factory specifications and was returned to the customer for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) fiber optic connector gasket was loose. There was no patient involved and no adverse event was reported.